Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose (bg) level was 557 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.